Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian patient underwent primary breast augmentation with 375cc mentor smooth round moderate plus profile and was presented with bilateral pain, asymmetry, paresthesia, and left side device migration at the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On 08/20/2019, clinician assessed the complaint as generalized illness, anisomastia and device migration on both sides. Hence, patient codes were updated under field h6, and device code has been added. Also, product problem under section b has been selected for right side as well. Per clinician's review, the patient described general condition not local symptoms. This report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).